Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the needle was retrieved during the original procedure. The original excision (about 2-3cm) was reopened to extract the needle which was intact. There will have been a minor amount of additional soft tissue trauma when extracting the needle and re-suturing. These additional actions probably added no more than 10 minutes to the procedure time. There were no other clinical consequences. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a skin procedure / excision of a mole on (B)(6) 2024 and suture was used. During the procedure, the external (non-soluble) suture detached completely from the needle. Wound had to reopened in order to identify and extract needle. Immediate action taken: patient informed, and apologies offered. Procedure completed. No adverse patient consequences were reported. Additional information was requested.